Event description:
Consumer contacted via e-mail and stated that the tampon fell apart during insertion as well as when she removed it- it was in large clumps. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
01-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon fell apart during insertion as well as when she removed it- it was in large clumps. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon fell apart during insertion as well as when she removed it- it was in large clumps. No injury was reported.